Event description:
Healthcare professional reported ¿the left prosthesis shows extensive wall folds¿ and ¿presence of minimal free periprosthetic effusion on the left at the lower qq, a finding without pathological significance¿ confirmed by MRI and ultrasound. This record relates to left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "presence of minimal free periprosthetic effusion on the left at the lower qq, a finding without pathological".

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: seroma-late : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : no observed . It is not possible to determine the lot number or catalog through the photos provided.